Manufacturer narrative:
(B)(4). Baxter received the device. The reported symptom system error 103 was inadvertently missed during evaluation and because the pump is no longer in its received condition the evaluation cannot be performed. No related device malfunction was observed. System error 103 was confirmed through review of the event history log.

Event description:
It was reported that a spectrum pump displayed system error 103. Any patient involvement, injury or medical intervention is unknown.